Event description:
Cable snapped during surgery. Possible damage to the liver. Additionally, the account stated there were no patient complications or injuries reported. The cable snapped and broke but retained all of the linkage components.

Manufacturer narrative:
Device received for evaluation noted that the component (nipple) that secures the cable to the handle was missing. Other observations include: the cable where the nipple is attached had severe burn/heat marks; the other remaining nipple is not consistent with components used during manufacturing/servicing. This component was also applied in a manner that is consistent with the practices of manufacturing or service at cardinal health. The root cause of the reported condition is possibly due to a third party repair. A review of the device history record did not indicate any issues that would have contributed to the reported issues. Trending for this condition has not been detected.